Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the left ventricular (lv) lead had no capture on all four electrodes. Chest x-ray reveal the lead had dislodged into the main coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.